Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is 4 way valve being stuck. It was also reported that the power switch had a short circuit.